Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in torino, italy. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective patient 2 pump that will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to a patient 2 pump during pre-functional test. There was no patient involvement.

Manufacturer narrative:
The complained heater-cooler 3t was received at the manufactured site and subjected to deep disinfection. During this proceess, patient pump 2 (pn 005-21-0075) was replaced since it was found blocked during maintenance (e22 error message). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Manufacturer narrative:
Review of livanova complaints database identified no other occurrences notified since unit installation in 2019. Based on above findings, and considering the analysis results of previous similar cases, the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.